Event description:
It was reported that the patients ipg was no longer working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy. Additional information was received that the sole reason for the ipg replacement was due to the patient needing a magnetic resonance imaging (MRI). The patient had not charged the ipg which resulted to the ipg being non functional. No device malfunction was suspected by the physician.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.